Event description:
The custumer reported that during the procedure the catheter twisted and completely bent over inside the vein. They were not able to use the catheter for the case. No patient injury.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Upon review of the video of the procedure, the catheter was inserted into the vein and it caused a separation of the integrity of the vein wall causing the intimal lining to tear away from the remainder of the vein wall leading to a pseudo aneurysm of the vein wall. Evaluation summary: there were five kinks on the catheter outer shaft near the proximal coil heating element at 3.05 inches, 3.50 inches, 3.90 inches, 4.75 inches and 5.0 inches from the distal tip upon receipt. The catheter connector pins were in good condition. No bent pin was observed.